Event description:
It was reported the patient presented in clinic due to an alarm from the device. Upon interrogation, high pacing impedance was noted on the right ventricular (rv) lead. Technical support was contacted and recommended provocative testing. Provocative testing was performed and no anomalies were noted. No further intervention has been performed. The patient was stable and will continue to be monitored.